Event description:
It as reported that the plaintiff "was implanted on or about (B)(6) 2007" with ams apogee to treat pelvic organ prolapse. The plaintiff's attorney alleges that the "product has caused plaintiff severe permanent bodily injuries and significant mental and physical pain and suffering, and economic losses." The plaintiff's attorney also alleges that the "product caused plaintiff to suffer infection or inflammation, tissue abrasion, and other severe adverse health consequences."

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.